Manufacturer narrative:
Result: calf support insert handle.

Event description:
It was reported by service report that the calf support insert handle was cracked and would not lock into place. The customer does not know if there was pt involvement or adverse consequences are reported.